Event description:
It was reported that during a da vinci myomectomy procedure, broken cables were identified on the mega needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The mega needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found grip cable to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. Failure analysis investigation also found mechanical indentation at the inner part of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. It was concluded that the mechanical indentation on the pulley may have been due to mishandling.